Manufacturer narrative:
Device will not be returning for evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that clinician recently placed a fiberoptix sensor catheter while in operating room & removed it because the fos wasn't working. Clinician attempted to exchange catheter over wire; however, difficulty was met. The catheter appeared to "get stuck on the guide wire." After removing iab, another iab was inserted. There were no reported patient complications.